Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and positioning issues were encountered one day after start of support. It was noted that every time when advanced to 3.5 cm from aortic valve, suction alarm occurred on p-4-p-5. The impella cp pump was at 2.8 on recent echocardiogram and able to go up to p-6. The plan was noted as escalate the patient on an impella 5.5 pump as patient needs more support, the patient remains on 3 drips and there are position alarms issues as well. Patient status update noted the patient was successfully explanted with the impella cp and escalated to the impella 5.5 device. Patient in rest and recover while pending workup for left ventricle assist device versus heart transplant.

Manufacturer narrative:
The investigation for positioning issues has been completed. The impella device was not returned for evaluation. According to the clinical report, a suction alarm occurred every time the pump was advanced to 3.5 cm from the aortic valve. The doctor found the optimal position at the 2.5-2.8 cm mark. The patient was reported to have a small ventricle. The cause of the positioning issue was most likely patient condition related to small ventricle. E4 should have been left blank on manufacturer device report 1220648-2024-15970.